Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / painful essure'), menorrhagia ('menorrhagia (heavy menstrual bleeding)\abnormal bleeding(menorrhagia)'), genital haemorrhage ('gen. Abnormal bleeding\irregular bleeding') and vaginal haemorrhage ('abnormal bleeding(vaginal)') in a 29-year-old female patient who had essure (batch no. D13378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, acute sinusitis, heart murmur and cesarean section (sip cesarean section: (B)(6) 2015). Concurrent conditions included irregular menstruation, polyp of corpus uteri and tonsillectomy. Family history included cancer (cancer in her maternal grandfather), diabetes (diabetes in her paternal grandfather) and stroke (stroke in her maternal grandfather). Concomitant products included amoxicillin, colecalciferol (cholecalciferol), cyanocobalamin, dexamethasone, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydromorphone, ibuprofen, ketorolac, lidocaine;sodium bicarbonate (buffered lidocaine), midazolam, naproxen sodium, ondansetron, propofol, rocuronium, sodium chloride and tramadol. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swings"), 2 years after insertion of essure. On (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine\migraines / headaches"), thyroid disorder ("thyroid issues"), back pain ("low back pain") and the second episode of abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, endometrial curettings,ablation and salping. (Bilateral) (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, weight increased, migraine and thyroid disorder outcome was unknown, the fatigue, alopecia and mood swings was resolving and the back pain and the last episode of abdominal pain had not resolved. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, thyroid disorder, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: patient receive treatment for pelvic pain, gen. Abnormal bleeding, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue, hair loss, weight gain, hormonal changes, migraine, headaches, thyroid issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion.. Pathology test - on (B)(6) 2018: coiled device is present in both fallopian tubes.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital bleeding and pelvic pain. Batch no: d13378, production date: 2014-09-24, expiration date: 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / painful essure'), menorrhagia ('menorrhagia (heavy menstrual bleeding)\abnormal bleeding(menorrhagia)'), genital haemorrhage ('gen. Abnormal bleeding\irregular bleeding') and vaginal haemorrhage ('abnormal bleeding(vaginal)') in a 29-year-old female patient who had essure (batch no. D13378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, acute sinusitis, heart murmur and cesarean section (sip cesarean section: (B)(6)2015). Concurrent conditions included irregular menstruation, polyp of corpus uteri and tonsillectomy. Family history included cancer (cancer in her maternal grandfather), diabetes (diabetes in her paternal grandfather) and stroke (stroke in her maternal grandfather). Concomitant products included amoxicillin, colecalciferol (cholecalciferol), cyanocobalamin, dexamethasone, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydromorphone, ibuprofen, ketorolac, lidocaine;sodium bicarbonate (buffered lidocaine), midazolam, naproxen sodium, ondansetron, propofol, rocuronium, sodium chloride and tramadol. On (B)(6)2016, the patient had essure inserted. On (B)(6)2018, the patient experienced mood swings ("hormonal changes describe: mood swings"), 2 years after insertion of essure. On (B)(6)2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine\migraines / headaches"), thyroid disorder ("thyroid issues"), back pain ("low back pain") and the second episode of abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, endometrial curettings,ablation and salping. (Bilateral) (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, weight increased, migraine and thyroid disorder outcome was unknown, the fatigue, alopecia and mood swings was resolving and the back pain and the last episode of abdominal pain had not resolved. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, thyroid disorder, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: patient receive treatment for pelvic pain, gen. Abnormal bleeding, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue, hair loss, weight gain, hormonal changes, migraine, headaches, thyroid issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6)2016: total bilateral occlusion.. Pathology test - on (B)(6)2018: coiled device is present in both fallopian tubes.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital bleeding and pelvic pain. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: lot no. Was added. Reporters were added. New events- abnormal bleeding(vaginal), abdominal pain, painful essure, were added & one event was updated from hormonal changes to mood swings, event headache deleted and migraine/ headaches clubbed with migraines. Concomitant drugs & conditions were added. Lab test was updated. Outcomes were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and thyroid disorder ("thyroid issues") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (endometrial curettings and salping. (Bilateral) (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, fatigue, alopecia, weight increased, hormone level abnormal, migraine, headache and thyroid disorder outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, thyroid disorder and weight increased to be related to essure. The reporter commented: patient receive treatment for pelvic pain, gen. Abnormal bleeding, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue, hair loss, weight gain, hormonal changes, migraine, headaches, thyroid issues. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, gen. Abnormal bleeding, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue, hair loss, weight gain, hormonal changes, migraine, headaches, thyroid issues. Reporter information, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.